Manufacturer narrative:
The serial number and pump information was changed to the patient's pump implanted on (B)(4) 2016 as there was no indication there was any complaint pertaining to the previous pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving morphine (concentration 25 mg/ml, dose 7 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The event date was (B)(6) 2016. The patient was getting adequate pain control and was not experiencing any issues pre-operative. During a scheduled pump replacement, catheter could not be aspirated. Pump was back table primed and connected to catheter; it was further stated that the managing doctor attempted multiple times to aspirate the catheter with and without the needle and also when reconnected to the new pump. The managing doctor was to monitor patient for post op issues and bring back for catheter revision if necessary. There were no applicable factors that may have led or contributed to the issue. At the time of this report it was unknown as to whether the issue was resolved, patient status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.